Manufacturer narrative:
(B)(4). This complaint confirmed in the lab. The results of a sample evaluation revealed that the spike was broken completely off approximately 1/8 from base of spike. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter-(B)(4) that the spike broke on the uv transfer set. The set had been used for 7 days. This occurred while the clean flash device was in use. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.